Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash above the right therapy electrode pad. The patient's physician prescribed an ointment for the rash. Follow up indicated that the patient's rash was improving.